Event description:
The customer called to report the pump's driver arms were falling out of the pump when removing the reservoir. The customer denied that the pump was bumped or dropped. Instructed the customer to disconnect from the pump and revert to a back up plan of manual injections.